Manufacturer narrative:
Date of report: 10june2021.

Event description:
The customer reported that a ventilator's oxygen (o2) levels were delivering zero during clinical use. The device was in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and the international philips field service engineer (fse) who confirmed the reported issue. It was reported that the oxygen regulator was replaced. Following the replacement, the device was repaired and returned to service. No other anomalies were reported.